Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin. Customer declined additional troubleshooting on this issue; therefore, no additinoal information was known or reported on this. Customer¿s blood glucose level was 80-250 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.